Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intraperitoneal volume (iipv) that was discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain one or more cycles advances to next fill when slow/ no flow occurred above the minimum drain volume threshold. A device history review was performed; the device passed all testing. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 3695ml. The fill volume is 2300ml; this meets iipv criteria. Product surveillance left a detailed message to notify the peritoneal dialysis nurse of the iipv event that was found during evaluation. No patient injury or medical intervention was reported. No further information was available.